Event description:
Caller allegedi mprecision results with inratio. Results as follows: date: 05/06 first test, inratio: 3.7, date: 05/09/06 second test, inratio: 4.2, date: 05/06 third test, inratio: 4.0.